Manufacturer narrative:
D.4. The reported lot# 30238873 was not found for the reported catalog# me2020. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd maxguard¿ extension set tubing broke off during the saline flush. The following information was provided by the initial reporter: "while hand flushing the patient's medication, the tubing from which I was flushing broke. The tubing became disconnected from the plastic wing (bd maxguard extension set ref me2020). Harm level reported as none... Could you please advise if there is adverse event to patient? No adverse event was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? No pump used what was the medication/fluid in use at the time of the event? 0.9% saline. When the separation occurred, did it cause a leak? Yes."

Event description:
It was reported that the bd maxguard¿ extension set tubing broke off during the saline flush. The following information was provided by the initial reporter: "while hand flushing the patient's medication, the tubing from which I was flushing broke. The tubing became disconnected from the plastic wing (bd maxguard extension set ref (B)(4)). Harm level reported as none... Could you please advise if there is adverse event to patient? No adverse event was there an alaris pump and pump module in use at the time of the event? If so, what pump module model was in use (8100, 8110, 8120)? No pump used what was the medication/fluid in use at the time of the event? 0.9% saline when the separation occurred, did it cause a leak? Yes".

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of connection issues - disconnection could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model me2020 because the lot number provided did not match production records for the product. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.